Event description:
It was reported that the right atrial (ra) and right ventricular (rv) lead both were noted with over-sensed noise due to suspected clavicle crush. The noise caused pacing inhibition and inappropriate automatic mode switch. The leads were capped and replaced on (B)(6) 2025. The patient was stable.